Event description:
Homecare patient with multiple chronic disease who got his head trapped on a series bedrail in a sunrise bed and died of positional asphyxia. Cause of death determined by autopsy and forensic exam. Sunrise -bed manufacturer- prepared a draft report and may have reported on 12/19/05, but I did not find report in your database.